Manufacturer narrative:
Evaluation results: failure to follow instructions (balloon inflated to 20 atms twice). Inherent risk of procedure (embolism). Patient condition affected effectiveness of the device (severe calcification-may have damaged the balloon material resulting in the burst and removal difficulties). No results available since no evaluation was performed. None (no device received for evaluation). Evaluation conclusion: failure to follow instructions (balloon inflated to 20 atms twice). Known inherent risk of procedure (embolism) 50 device failure/lack of effectiveness related to patient condition device. Unable to confirm complaint. (B)(4).

Event description:
Physician attempted to treat a lesion in the proximal rca with a nc sprinter balloon. Lesion had moderate tortuosity, severe calcification and 80% stenosis. Device was inspected prior to use with no issues noted. Balloon was delivered to the lesion with resistance encountered. The balloon was inflated twice to a pressure of 20 atm. On the second inflation, the balloon burst. It is reported that patient had an embolism. Physician experienced difficulties removing the catheter following balloon burst but reported they felt that it was due to the heavily calcified lesion. Part of the balloon tore on calcium and a portion of balloon remains in patient. An attempt was made to remove the detached balloon using a snare but this was unsuccessful. No other clinical sequelae were reported for this event. The patient was placed on heparin. The patient condition is reported as 'fine'.